Event description:
Rec'd info the pt was unable to adjust stimulation with the pt programmer. The device displayed the "call your doctor" icon, reporting a power on reset condition. Further info reported the device was replaced. Add'l info has been requested and if rec'd, a f/u report will be sent.

Manufacturer narrative:
(B)(4).